Manufacturer narrative:
The log files of the affected device were provided for investigation. Log analysis revealed that on the reported date of event a ventilator restart was logged. The logged error code reveals a technical deviation within the electronic system during the log file writing operation which caused a software controlled restart as a specified reaction in order to solve the deviation. The root cause for the restart is a software bug that has been fixed within a software version released in june 2015. The affected device has been updated to the current software version. No similar incidents were reported within the last 3 years. In case of a restart, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system reset is combined with an audible and visible alarm of high priority. After termination of the restart procedure (max. 12 sec), ventilation is continued with the latest settings.

Event description:
It was reported that the user heard the device alarming and afterwards saw that the device screen was empty or off. The user further noted that the ventilator was not working. The patient was taken off the device and was ventilated manually with an ambu bag. No injury has been reported.